Event description:
It was reported that an adolescent tan 8.5x38l and a 4.5 lp screw had to be removed from the patient. After initial surgery the patient felt pain and went to the clinic to get it looked at. The nail was bent and the screw broke while inside the patient. Another tan nail and screw were implanted. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured in half and both pieces were returned. The device threads are heavily worn around the fracture site. The clinical medical investigation concluded that the responses to clinical requests were not provided, therefore, s+n has not received the adequate documentation to fully evaluate the root cause of the reported pain nor breakages. The four undated/unlabeled photos confirmed the reported breakages. Based on the information provided another tan nail and screw were implanted. The patient impact beyond the reported event could not be determined based on the limited information provided. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a trauma injury, excessive loading or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.